Event description:
Philips received a complaint by the biomedical technician on the v60 indicating a device malfunction; following the handling of the bed, the device received impact to the screen, and touchscreen was no longer working. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The biomedical technician called technical support to report that the touchscreen was not working following the handling of the bed. The remote service engineer (rse) recommended a touchscreen replacement to remedy the issue and provided the customer with the part number of the replacement touchscreen. Given that the biomedical technician is not trained to perform the repair, the biomedical technician requested a service quote for an onsite intervention. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).